Event description:
Literature was reviewed regarding the 3-year clinical outcomes of a singapore venaseal¿ real-world post-market evaluation study (asvs) for varicose vein ablation. The time frame of this study was approximately 3.5 years, with a median follow-up period of 41.5 months. The study focused on the venaseal¿ closure system (vscs) manufactured by medtronic, dublin, ireland. No deaths were reported in the study. There was 100% technical success rate and no device-related complications during truncal vein embolization.patient adverse events included: no further hypersensitivity reactions or phlebitic episodes after one year; 4 out of 70 patients (5.7%) developed new symptoms, and 13 out of 70 patients (18.6%) reported recurrent symptoms. Specific new symptoms were heaviness (2 patients), swelling (1 patient), hyperpigmentation (1 patient), and varicosities (3 patients). Only 3 patients required reintervention between the 1-3 year timepoints (one for deep vein interrogation and iliac vein stenting, and two for below the knee gsv reflux). Freedom from reintervention was 90%. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Ref: doi.org/10.1186/s42155-024-00452-8 a2: average age a3a: majority sex medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.